Event description:
Lasik surgery to correct astigmatism/vision. All was well for a few months but then I started having problems with dry eyes. It got worse over a short period of time. My eyes burn, itch, and feel like they have sand in them 24/7. I have been treated for dry eyes, and even have plugs, but nothing helps. My eyes stain yellow/green and look like someone scrubbed them with a brillo pad. (B)(6).